Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked ssms and confirmed that no discontinued flag was found in the carefusion coordination engine (cce) and also verified the patient ID in the patient enterprise server (pes), where all information appeared correct. The tss informed the customer of the findings provided by the interface engineer, who confirmed that the es database showed the patient with visit ID 253624800 was transferred to unit with the update appearing to originate from the epic external system; however, a review of all message activity showed that no adt messages were received from epic to the cce for this patient indicating such a transfer, nor were any adt updates sent from the cce to pyxis during that timeframe, with no messages received or processed for the patient between the selected time frame, and the patient was currently correctly listed in unit with no issues observed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple nurses informed that patient records were missing from the pyxis machine followed a downtime. The customer also stated that after the reboot, messages were placed patients into incorrect units. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.